Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that they experienced a low blood glucose of over 600 mg/dl at the time of the incident. The customer treated the high with the pump. The customer had a blood glucose of 582 mg/dl, took insulin with the insulin pump, and their blood glucose dropped to 80 mg/dl without taking the bolus for the carbohydrates. Patient's blood glucose value at time of incident was 40 mg/dl. Patient was treated with food. The customer stated that they think it has something to do with the retainer ring, but did not report any damage or issue to the insulin pump's reservoir retainer ring. Troubleshooting was completed and it was found the insulin pump had been exposed to x-rays. The displacement test was performed and passed. The insulin pump and reservoir will be returned for analysis.